Event description:
It was reported that stored egms revealed non-sustained oversensing episodes. Upon reviewing transmission strips, myopotential inhibition was observed. Programming changes were made. Patient condition is good and is scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.